Manufacturer narrative:
E1b event site name: (B)(6) hospital. Additional information will be provided following the conclusion of the investigation.

Event description:
On 17th april, 2024 getinge became aware of an issue with one of surgical lights - xten. It was stated that during intervention on bodylift, a screw from the operating light fell onto the operating field at body level on the sterile field. According to the photographic evidence it was found that cap and cover from spring arm were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Getinge became aware of an issue with one of surgical lights - xten. It was stated that during intervention on bodylift, a screw from the operating light fell onto the operating field at body level on the sterile field. According to the photographic evidence it was found that cap and cover from spring arm were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by subject matter experts, and it was established that the cases detected after more than 1 year after the installation correspond to a lack of inspection during the yearly preventive maintenance. The loosening detected on a period less than 1 year after the installation probably corresponds to a manufacturing issue, due to an incorrect initial tightening on the production line. To prevent the loosening and the fall of the screw, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance. The screw have a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. As improvement measure, since october 2019, the spring arms covers are assembled, on the product line, with tuflok coated screws. In any case, by design, the nylon patch of these screws acts as a mechanical locking and prevents the loosening and the fall of the screw. The possible root causes of the spring arm cover missing are: - non-conformity of the flat covers assembly. - degradation of the flat covers. - improper use (collision with another device). In the chapter ¿maintenance¿, the user manual indicates to check yearly for any loose covers and caps. To prevent any similar incident it is recommended to perform visual inspection during maintenance as indicated in the user manual. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. H3 other text : no future info available.

Event description:
Manufacturer's reference number (B)(4).